Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported incident of anxiety, burning and itching during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical mgr reported the pt developed itching, burning, and anxiety approximately 1.5 hrs into the hemodialysis treatment. She further reports the pt was given "benadryl" with good effect. Treatment was discontinued. The blood was not returned (ebl=300 ml) per physician order and the treatment was cancelled for the day. No add'l medical intervention was required. She was changed to another dialyzer for subsequent treatments without further recurrence of symptoms and is continuing on hemodialysis. According to medical records received, the treatment was initiated at 11:59 am. The pt reported "itching" at 13:07 pm and was given 12.5mg benadryl intravenous push with good effect. The symptoms of "severe itching and burning occurred at 14:30 pm and there was no documentation of medication given. Treatment was ended at 14:42 pm with pt stating "burning/itching subsided" and "order received to discontinue treatment for today and do not reinfuse blood."